Event description:
Conmed japan reported on behalf of the customer that the ias12-100lpi 12 mm access port & palm grip obt w/bladeless optical tip device, was being used during a robot-assisted radical prostatectomy procedure on (B)(6) 2025 when it was reported, ¿while retrieving tissue from a trocar using anchor ii, the inner tube fell off and into the body. The operation was carried out as normal. The fallen part was retrieved using forceps.¿. The procedure was completed without the use of an alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: block d3 has been updated. Additional manufacturer narrative: neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 2 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 33 reports, regarding 33 devices, for this device family and failure mode. During this same time frame 2,486,160 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00001. Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Do not use excessive downward force. Only surgical hand instruments should be passed down the airseal access port. Do not insert trocars or robotic instruments down the airseal access port. Improper use can result in damage to or breakage of the access port. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.

Event description:
Conmed japan reported on behalf of the customer that the ias12-100lpi 12 mm access port & palm grip obt w/bladeless optical tip device, was being used during a robot-assisted radical prostatectomy procedure on (B)(6) 2025 when it was reported, ¿while retrieving tissue from a trocar using anchor ii, the inner tube fell off and into the body. The operation was carried out as normal. The fallen part was retrieved using forceps.¿. The procedure was completed without the use of an alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.